Event description:
It was reported that the device alarmed once, and both modules flashed "red" and stopped infusing the unspecified medications. There was no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: a.2, b.3, b.5, d.4 & h.4. Correction and update on initial report: d.11 & h.6; patient code, evaluation method & evaluation result codes updated. Although requested, information on a1, a3, a4, b7, and race and ethnicity were not provided. The report that infusions stopped unexpectedly was confirmed. Analysis of the pcu event log shows that at 8:12 pm on (B)(6) 2020 there were 4 pump modules in use and infusing. Pump module s/n (B)(4) was in use and infusing drugid 293 at a rate of 33.8ml/hr. Pump module s/n (B)(4) was in use and infusing drugid 275 at a rate of 42.2ml/hr. Pump module s/n (B)(4) was in use and infusing drugid 746 at a rate of 11.3ml/hr. Pump module s/n 1(B)(4) was in use and infusing drugid 529 at a rate of 37.5ml/hr. Then at 9:29 pm a channel disconnect occurred and pump module s/n (B)(4) (unit c) and pump module s/n (B)(4) (unit d) were disconnected. The proximate cause of the report that infusions stopped unexpectedly was identified as due to a channel disconnect. The root cause of the channel disconnect was not identified. No device was returned for investigation. H3 other text : no devices received, log review only

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that the device alarmed once, and both modules flashed "red" and stopped infusing the unspecified medications. Although requested, additional information was not provided.